Manufacturer narrative:
Additional information resistance was noted during withdrawal of the device and excessive force was used. Device evaluation summary: one intuition guidewire was received for analysis. Device returned coiled up in opened pouch. Lot g19a10427 on pouch. The coils were stretched, severely entangled and unraveled. Proximal bond was stretched in a distal direction. The core wire had separated from a portion of the core wire at the distal tip. The core wire measured approx. 22cm indicating no portion of the core wire was missing. Overall length of the returned device measured approx. 180cm. Od measurements at joints, along spring, coated core wire all met specification of 0.014¿ maximum. No deformation noted to the tip. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information: it was later stated that the intuition guidewire was used during the emergency procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An intuition guidewire was used during a procedure to treat a moderately tortuous, non calcified lesion exhibiting 70% stenosis in the intermediate branch. There was no damage noted to the packaging. There were no issues noted when removing the device from the packaging per IFU. The device was inspected with no issues. The device was prepped per IFU with no issues. The wire tip was formed during the procedure. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used. It was reported that there was damage noted on the wire after the guidewire was removed from the patient. It was stated that the guide wire was severely drawn from the marked end (unraveled). The patient was treated for acute chest pain before surgery, and emergency surgery was performed after angiography.